Manufacturer narrative:
The reported event was confirmed as visual inspection of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, not all pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause could not be determined with information available as frequency of use is unknown and conditions of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found fractured after the surgery.